Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-2324bcc-1, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the 4.75 swivelock anchor broke during impaction. This was detected during an unspecified procedure on (B)(6) 2026. (B)(6) 2026 - the complaint initiator replied that this was detected during a proximal biceps repair procedure on (B)(6) 2026. The procedure was completed successfully as another ar-2324bcc was opened.